Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that while running controls on the I-stat pt/inr, cartridge stuck herself with a needle. As a result of the needle stick, a tetanus shot was given. Testing for (B)(6) was conducted and all returned negative.

Manufacturer narrative:
There was no allegation any I-stat product was malfunctioning. Follow up being made with the customer to ensure proper handling. (B)(4).